Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for spinal pain use. It was reported that their controller was not working properly. The patient stated when they go to give themselves a bolus, the controller will say connecting to the pump and it would not go past 70 percent. The agent walked the patient through clearing the data on the controller, but patient stated he did not think the data was cleared. The patient reported they have been having issues with the lag for about a week. The patient was able to connect to their pump during the call but was locked out. The patient will call back when they are able to deliver their bolus to confirm the device was working as intended. Additional information was provided from the consumer who stated that there were never locked out that happened when they called to report the lagging issue on (B)(6) 2026. The lagging issue will be temporarily resolved once the data is cleared, but it is likely to occur again. The patient could not recall the software version for their programmer.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.